Event description:
Mr# (B)(6) is noted to have evidence for right ventricular lead failure and has reached the defibrillator elective replacement interval. Pt required operative intervention for replacement.